Event description:
As reported through the edwards implant patient registry, the patient expired on the same day as the tavr procedure. During investigation and review of the patient's medical records, (i.e. Death/discharge summary),the following was noted: a 26mm sapien valve was placed following standard balloon aortic valvuloplasty. Immediately after placement of the valve the patient had evidence of acute tamponade with a very large pericardial effusion, and severe hypotension with blood pressure in the range of 20-30 mmhg. Immediate CPR was instituted, and the physician then proceeded to perform an emergent sternotomy. A large hematoma and blood collection was evacuated, followed by repair of the cardiac perforation which was due to wire exit. The patient was then stabilized and the sternotomy was closed, followed by transfer to the critical care unit. While in the ICU, the patient was initially stable but then deteriorated once more. Large amounts of blood began emptying via his drainage tubes. After emergent echocardiography and consultation with multiple physicians, it was elected to bring the patient back to the operating room for another examination and exploratory surgery. This second surgery demonstrated extension of the previous perforation towards the lv apex. This second site was then repaired surgically, with stabilization of the patient as well. However, over the next several hours the patient continued to do poorly and became less and less responsive to inotropic therapy. This was also despite massive transfusions of multiple units of blood, platelets and coagulation products. After consultation with the family, life support was then ceased and the patient expired. Discharge diagnosis was death secondary to hemorrhagic shock related to tavr procedure.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guide wire, the delivery system, transvenous pacer (tvp) lead, or pulmonary artery (pa) catheter. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guide wire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per the patient medical records provided (i.e. Death summary), the complication of lv perforation occurred post valve deployment due to wire exit. The size of the patient¿s ventricle is unknown. It is likely in this case that the event occurred due to operator handling. There was no documentation of any issues with the edwards devices (i.e.delivery system and valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.